Event description:
We recently had a problem with a single lumen portacath that we had inserted on a patient where the line came detached from the port and we had to perform a further procedure to remove and replace.

Manufacturer narrative:
Note: product reference 4433876 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record the batch record filr, number 36979783 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed. No other similar complaint was reported on the batch released in may 2021. Summary of investigation no sample, no information were returned for investigation. Howvever 2 x-ray pictures have been forwarded. - evaluation of the x-ray pictures: the pictures are undated. One seems to be the picture taken after the access port implantation: we can see the access port correctly implanted. The second one, seems to be the picture taken when the incident was discovered. We can see that the catheter is detached from the access port and migrated into the heart. These pictures give no information concerning the root cause of this event. - raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included into the impacted device kit were verified. Those are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of those elements were compliant at receipt too. No other similar complaint was reported for those elements and raw materials. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. IFU recommendations: the IFU specifies the connection method to well connect the catheter and the access port housing with the connection ring: "the catheter should be mounted on the exit cannula along its axis and not across the axis and should be completely mounted on the exit cannula before the connection ring is slid over the catheter." Conclusion without the sample for evaluation, it is not possible to determine the root cause of the catheter disconnection. However, it is worth noting that the batch history record has not actually revealed failure during manufacturing process and that no other similar complaint was reported on this access port batch. This is an isolated event. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If a sample do become available, the complaint will be reopened for further evaluation. Catheter disconnection and migration is a known complication for which the complaint rate remains very low (0.001%). No corrective action is currently envisaged as IFU already gives recommendations.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record batch record file number 37013420 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during process/inspection steps. No other similar complaint was reported on the (B)(6) units released in august 2023. Summary of investigation: the involved device and x-ray pictures were returned for investigation. - x-rays pictures review: 2 x-ray pictures were transmitted for review: -> x-ray picture "on insertion": the date of the picture is unknown. On this image the access port catheter is implanted via the right subclavian vein. The catheter is connected to the access port housing with a connection ring. The quality of the image does not allow us to verify the correct connection of the catheter and the connection ring with the access port housing. -> x-ray picture "on removal": the catheter is disconnected from the access port housing and has migrated to entrance of the heart. The connection ring is still connected to the exit cannula of the access port housing. - visual inspection of the returned device we received the access port housing and the connection ring from batch 37013420. 5 puncture marks are visible in the access port septum. A lot of tool marks are visible on the exit cannula. No defect was observed on the connection ring. The catheter has not been returned for investigation. - dimensional measures all the measured dimensions are compliant with the defined specifications. - pull test at the juncture access port-catheter the test was performed with the returned device and a catheter from our stock from the same batch of tube. The performed pull test is compliant. The disconnection force applied on the catheter of the returned sample is more than 3 times superior to the iso 10555-6 standard requirements. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. - raw material historical data review: the raw materials used for the batches of the catheter, connection rings and exit cannula included in the device kit were verified. They are compliant with the defined specifications. Root cause the performed investigations have confirmed the compliance of the access port and connection ring used by the end customer as no defect was detected. The short duration of implantation (less than 7 months according to the device manufacturing date and the incident declaration date and only 5 puncture marks detected inside the septum) allows to hypothesis that the catheter might not have been completely mounted i.e., firmly push the catheter onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. However, only the examination of the catheter involved in this complaint could allow to confirm this hypothesis. Recommendation to avoid disconnection of the catheter, the IFU specifies the following: · the catheter should be mounted on the exit cannula along its axis and not across the axis and should be completely mounted on the exit cannula before the connection ring is slid over the catheter. - celsite®, celsite® concept, celsite® discreet: slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port. Conclusion this complaint is not confirmed as the performed investigations have confirmed the compliance of the returned device. The disconnection was probably due to an improper connection of the catheter with the access port housing, made by the medical staff. This is a very rare incident. No corrective action is envisaged for the moment.

Event description:
We recently had a problem with a single lumen portacath that we had inserted on a patient where the line came detached from the port and we had to perform a further procedure to remove and replace.